Event description:
(B)(4). The dealer reported that the patient of a m91r power wheelchair raised the armrest to exit the unit, and upon lowering the armrest it cut the joystick cable in half resulting in flying sparks. Additionally, a button plug was missing. No injury to consumer or property damage was reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m91r, serial number/date code (B)(4) is approximately four years old. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, and (B)(6). However, her age, and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.